Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device displayed a "pacer fault 117" message. Complainant indicated that the patient subsequently expired.